Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous upper arm vessel. A 6.0mmx40mmx40cm sterling¿ balloon catheter was advanced for dilatation and was initially inflated at 10 atmospheres. However, on the second inflation at 14 atmospheres, the balloon ruptured. The device was removed completely and the procedure was completed with a 6 x 40mm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).